Manufacturer narrative:
The pt had a revision surgery in which the tm-s fusion device (of unk lot number) was removed along with a tumor. A vbr was inserted after the decompression of the tumor. A picture of the removed tm-s was received. It could not be confirmed if there was implant failure. As there was no evident implant failure, the appropriate failure mode cannot be addressed. DHR 117 and dra-rmf 118 were reviewed and no anomalies were found. The reason for the revision surgery could not be determined. Should add'l info be obtained to further this investigation, this report shall be updated.

Event description:
It was reported that during removal of the pt's tumor, the tm-s was also removed. The tumor was then decompressed and a vbr was used as a replacement. It is unk if the pt was revised due to the tumor or the implant. Additionally, neither the part numbers or lot info was provided.